Manufacturer narrative:
(B)(4).

Event description:
Complaint reported as "cracked hub of catheter". It was unknown if there was patient involvement. Additional information was requested, but was not received at the time of this report.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. For material a-04020-034, non-conformances were initiated for lots 13c21d1031, 13c21e1488, 13c21e1489, 13c20m0446, 13c21a0586, 13c20m0445, 13c20k2435, and 13c21d1032 respectively in regards to arterial catheter split torn/catheter leaked during use. The instructions for use (IFU) provided with this kit) states, "grasp catheter hub in one hand and needle hub in the other hand. Precaution: do not grasp or contact needle protection assembly. Remove guidewire assembly by withdrawing needle hub longitudinally to vessel. The needle protection assembly will remain attached to proximal end of catheter hub until needlepoint passes through assembly and activates during withdrawal. Warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint reported as "cracked hub of catheter". Additional information was received indicating the issue was detected during patient use. There was no patient injury/harm and the condition of the patient was reported as "fine".